Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that the patient was transferred from the (B)(6) clinic due to fracture of the left hip in a fall. Patient had primary implantation in 1991 and revised several times.

Manufacturer narrative:
The study of studers p. [1] reports 311 primary thas performed in 276 patients between 1996 and 2000 using a sl-plus stem. It is reported, that in 51 cases the patients had signs of osteolysis around the stem. The complaint device, used in treatment, was not returned for investigation, hence the product evaluation could not be conducted. A complaint history review was performed. The batch record review could not be performed as the batch number of the device is not known. The severity and the failure mode are covered through our risk management. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU. No patient information nor any other medication documentation was provided, therefore, a thorough medical investigation could not be performed. Based on our investigations the failure mode could not be confirmed independently. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is neither possible to investigate whether the reported device met manufacturing specifications upon release for distribution nor to speculate about factors which could have contributed to the reported event. The root cause of the problem stays undetermined. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. This investigation is considered closed. [1]: studers p, belajevs d, jurkevics v, likums p. Ten to fifteen-year clinical and radiographic follow-up with a third-generation cementless stem in a young patient population. Int orthop. (B)(6) 2016 ;40(3):465-71. Pmid: 26224612.

Manufacturer narrative:
It was reported that a patient had a fracture of the left hip implant after fall. This complaint from germany reports that the patient had 4 revisions over the last 28 years. The primary surgery was done in 1991. This report includes the evaluation to the slr-plus revision stem 6 non-cemented, which was implanted during the fourth revision surgery. To date no batch number was communicated and the article itself, which intent use is in treatment, was not returned for investigation. Neither a batch related product history review nor a specific product evaluation could be performed to determine the cause of the reported implant fracture. Since no batch number was communicated no batch related complaint history review can be performed. For the specific article number no similar complaint can be found. Due to missing information it can not be stated that the device met specifications at time of manufacturing. The provided x-rays were reviewed and confirm the reported fracture. A relationship between the reported event and device is given. Additional adequate clinical information or documentation was not provided. In conclusion, based on the available information, the root cause for the loosening that precipitated these surgeries cannot be concluded. The fourth revision was made necessary because of the fracture of the stem secondary to a fall. This was not a failure of the device. No similar complaint can be found for the article number. To date the need for corrective actions is not indicated. The risk of an implant fracture is covered in our specific risk file and is mentioned in our corresponding instruction for use for hip implants. In conclusion, based on the available information, the root cause cannot be concluded. No further actions are planned. This complaint will be closed. Should additional information like batch number, the claimed device or clinical documentation get available in future this complaint will be re-assessed. S+n will monitor this device for similar issues.

Manufacturer narrative:
This report was inadvertently submitted under manufacturer number 1020279, the correct manufacturer number is 9613369.